Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by a customer that they are experiencing significant volume remaining in the secondary bag when the pump kicks back to the priming.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.